Manufacturer narrative:
Investigation in progress.

Event description:
It was reported that this fiber started emitting energy straight from the tip. The procedure was completed with a different fiber and there were no patient complications reported.

Event description:
It was reported that this fiber started emitting energy straight from the tip. The procedure was completed with a different fiber and there were no patient complications reported.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified that the fiber glass cap was protruding from the metal cap, indicating glue failure. In addition, a circumferential fracture at the distal side of the fiber/cap fusion zone was also identified. The glass cap exhibited mild devitrification at the output window. The metal cap exhibited mild detritus adhesion on its surface, indicative of tissue contact. The fiber was functionally tested with the hene (helium-neon) laser fixture. The testing conducted did not identify signs of breakage along the length of the fiber. The functional testing conducted concluded that the firing output rate was below the threshold for potential patient harm. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the reported forwarding firing. It is probable that the identified debris adhesion on the surface of the metal cap contributed to elevated temperatures near the laser beam output window. Continuously elevated temperature can lead to fiber damages, including distal circumferential fractures and glue failure. The IFU instructs the user to maintain a working distance of 2 mm between the tissue and fiber tip during use and to increased irrigation flow by means of a saline pressure bag (set to 250 mmhg - 300 mmhg) to further increase liquid cooling effect to reduce fiber tip damage. Based on analysis result, the interaction between the user and device caused or contributed to the observed fiber damage.